Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis and myocardial infarction occurred. A percutaneous coronary intervention was performed in the right coronary artery and a 3.5 x 16mm promus premier select stent was implanted. Angiography was performed following the stent implantation and the stent was well positioned and fully apposed to the vessel walls. The patient was treated with antiplatelet therapy of aspirin and prasugrel. The patient arrived at the hospital with an acute heart attack and stent thrombosis was noted. The patient is reported to be stable.